Event description:
It was reported via social media that an unspecified malfunction occurred. It was reported anonymously on the app store that the patient "almost died 3 times and that the sensor never works". The patient expressed gratitude that she woke up. There is no reporter or patient information available for follow up for additional information. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This report is 3 of 3 complaints for the same patient. Related records: (B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.